Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the device was confirmed as 40mm, the device was returned with approx. 18mm of the stent exposed, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through the two ports. A 0.014¿ guidewire was used for guidewire loading check, and it was able to advance through the device the device was loaded into a deployment fixture, the stent deployed with a maximum peak force of 0.20lbs which is lesser than the recommended deployment force the deployed stent was confirmed as 40mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a stent sepx-10-7-40-135 protege rx was intended for implantation in the proximal common carotid artery to treat a 95% stenosis with plaque present. Pre-dilation was performed using a 5-30 balloon at standard pressure. After opening the stent packaging and hydrating the device, the guidewire was advanced through the delivery system to the lesion site. A non-medtronic long sheath and a 5mm spider fx embolic protection device were used. Upon reaching the origin of the internal carotid artery, repeated attempts to deploy the stent were unsuccessful, and incomplete stent deployment was observed after removal from the body. The stent was partially deployed and stent struts were exposed on removal from the patient. A new medtronic product was used and the procedure was then repeated without abnormalities, and the stent was successfully implanted. No patient complications have been reported as a result of this event.